Event description:
Caller reported false negative results on a urine hcg pregnancy test. (B) (6) pt who was (B) (6) pregnant came to the clinic for usual check-up. No medications or clinical symptoms noted.

Manufacturer narrative:
Investigation pending.